Event description:
It was reported that the peek interbody device was broken during surgery. No patient complications were reported.

Manufacturer narrative:
(B)(6). The device was not returned to the manufacturer for evaluation.